Event description:
The hill-rom technician stated he was told about an incident regarding a patient fall. A nurse set the pt positioning monitor (ppm)/bed exit and then placed the pt in the bed. The nurse alleged that the pt fell and the ppm/bed exit did not alarm. The pt fractured their right ankle. The facility's director of nursing stated they are not sure on which of the beds the incident occurred.

Manufacturer narrative:
The hill-rom technician stated that they are actively performing in-servicing to the nurses to instruct them on properly setting the ppm/bed exit and also not to zero the scale when a pt is in the bed. The technician inspected several beds and found one bed where he was able to set the ppm, then move to right foot end of the bed and the wrench indicator would activate showing scale error and the ppm would shut it self off. The technician replaced the ppm scale board to repair that bed.